Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/material/lot number information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Verbatim: "24g IV was punctured through the skin with excellent blood return, however when trying to advance the catheter into the vein, it was unable to advance through the vein, and the catheter started to bend. When I removed the needle and took the catheter out of the vein the catheter tip had sheared off at an angle and had split."